Event description:
It was reported that the right ventricular (rv) lead was fractured due to a subclavian rib crush, had no sensing nor capture, and had high impedance. The rv lead was capped and replaced. The right atrial (ra) lead had higher unipolar impedance than the bipolar impedance, elevated impedance, and there was a visible depression in the subclavian area. The ra lead was capped and replaced. During the procedure, the physician attempted to remove a chronic previously-deactivated rv lead with a lead fracture, however the insulation separated from the lead. The remainder of this lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): a partial lead was returned in segments with no anomalies found. There was a breached cut, white substance, and cosmetic depression on the outer insulation and apparent explant damage.